Event description:
A malfunction occurred when a pump screen failed to turn on, prompting the customer to report the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the faulty pump, confirmed the customer¿s shipping address, and instructed the customer on returning the device with a pre-paid label, as well as on using a backup therapy to maintain insulin delivery.